Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 7072713. Product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(4); batch: 7072092. Product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(4); batch: 7072171.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure of their spinal cord stimulation (scs) system. The devices were not return for analysis.